Event description:
It was reported that the patient was asymptomatic. It was noted that the patient presented remotely via merlin.net and post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). There were no reported patient consequences.